Manufacturer narrative:
(B)(4) has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric by pass - "closing handle blocked. One used unit and one unused unit will be returned for evaluation." Patient status - unknown.

Manufacturer narrative:
Investigation summary: two (2) units were returned for evaluation. The device key activation logs were analyzed to differentiate the incident device from the unused device. Upon inspection of the incident device, engineering noted blood and eschar buildup on the jaws of the device. During functional testing, engineering performed actuation tests and was able to replicate the incident experience. The root cause of the incident was due to the handle latching mechanism of the device. When the handle is immediately actuated after unlatching, there exists the possibility of the handle locking component becoming bent and thereby causing the handle to become stuck. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is investigating additional improvements intended to further minimize the potential for this type of incident to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.